Event description:
It was reported that within months of implant, the right ventricular lead had a small r waves. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the full lead was returned and analysis indicated there were no anomalies found. It was noted that the inner tubing kinked/buckled and there was blood in/on the helix/lobe mechanism and visually there was apparent explant damage.